Event description:
Atrial lead impedance which is varying between 480-240ohm review of those episodes suggest's non-physiologic high rate oversensing on 01 and 02 november 2020. The atrial lead impedance was varying and very low initially, later on is became more stable but still low (less than 200 ohm). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).